Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 512 mg/dl. Customer also stated that the insulin pump display was blank. It was advised to remove battery and insert battery alarm did not displayed on the pump screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Display returned after pump restart. The insulin pump will not be returned for analysis.